Manufacturer narrative:
(B)(4). Date sent: 6/21/2023. D4: batch # x95r39. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2b12lt device was received with the obturator inserted thru universal seal. Upon evaluation of the sleeve, it was found with the tip of the sleeve broken. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch and lot. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4) date sent: 5/24/2023 d4: batch # unk a manufacturing record evaluation is pending. Additional information was requested and the following was obtained: "received pcf answers from sales rep via phone: did any pieces fall into the patient? If yes, were they retrieved? Yes, retrieved. Will all pieces be returned with the device? If no, were they discarded? No, discarded." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, after inserting into the trocar, noted the device was broken . Another device was used to complete the surgery. There was no patient consequence reported. No additional information could be provided.